Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the condition of the cannula or to determine if it, or some other malfunction, could have contributed to the reported high blood glucose. No product lot number was reported, so no qualification record review could be performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often."

Event description:
The customer's mother reported that her daughter had blood glucose of 360 mg/dl and the device had a crimp in the cannula when removed. No additional info was available.